Event description:
Pt had a clave connector attached to a right femoral central line infusing d20 with additives/0.9 nacl/norepinephrine; noticed a site insertion check that clave was leaking -approx for 1 hour. No adverse affects; no changes in pressures; clave taken off and replaced with 3-way stopcock. Reason for use: hypotension.